Event description:
Patient reported at least four v-go devices fell off prior to the 24hrs. The patient noticed the devices allegedly fall off her abdomen after being applied for about eight hours. Patient uses alcohol to clean the location and then allows the area to dry prior to attaching the v-go.